Manufacturer narrative:
The sample was collected in an sst tube and centrifuged for 15 minutes at 4000 rpm.qc was within the customer's established ranges during this event.a system check was performed on (B)(4) 2011 and met specifications.no indication has been made that service was dispatched for this event.no clear root cause has been determined for this event.

Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining a positive beta human chorionic gonadotrophin (bhcg) result for one (1) patient's sample generated by the access 2 immunoassay system. The false result was reported out of the laboratory. However, repeat testing and a subsequent sample resulted as negative. It is unknown if there was any change to patient treatment or injury requiring medical intervention attributed or connected to this event.